Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by decreased appetite, vomiting and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. The patient was treated with monocef injection (500mg, once daily, intraperitoneal, ongoing) and amikacin injection (100mg, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.